Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited sensing anomaly and loss of capture, due to a suspected dislodgement. The lead was capped on (B)(6) 2016 during a pulse generator change out. The patient was stable post procedure.